Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the physician has scheduled for a lead replacement. The patient reported no adverse consequences during the clinic follow-up.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right atrial (ra) lead had noise episodes. No intervention performed and no patient consequences was reported.

Manufacturer narrative:
Correction section d10 : therapy date update in error as (B)(6) 2024 was corrected to (B)(6) 2024.

Event description:
New information received notes the patient was presented for the scheduled lead revision. The patient's right atrial lead (ra) was noted to be oversensing noise. The ra lead was capped and replaced on (B)(6) 2024. No patient consequences was reported.